Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and applied medical was unable to confirm or replicate the complainant's experience. In the absence of the event unit, applied medical is unable to confirm whether the reported event was caused by a manufacturing non-conformance. Applied medical has reviewed the details surrounding the event and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: right ovarian cystectomy of dermoid cyst description of event: as usual the surgeon deployed the bag all the way but the metal prongs did not open up and stayed together. This happened again with 2 more cd004 bags on the same procedure (right ovarian cystectomy). Additional information received via phone call from [name] 14.10.2020: [name] confirmed that the customer have thrown away the items. Npr. Please begin evaluation. Additional information received via email from [name] 05.11.2020: I can confirm from the conversation with the surgeon they were exposed inside the patient. Additional information received via email from [name] 06.11.2020: without being in the theatre at that time its hard to say, however based on what the surgeon has said, the metal prongs were exposed and stuck together and bag couldn¿t deploy. Additional information received via email from [name] 08.12.2020: unfortunately I was not able to due to hospital trials I am supporting and prior to that the restrictions around covid which are still ongoing. I can confirm however the bags were all attempted to deploy inside the patient by pushing the plunger all the way but the metal prongs did not open up. Patient status: patient is fine, and completely unaffected intervention: product was replaced with another

Manufacturer narrative:
The event unit is not anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: right ovarian cystectomy of dermoid cyst. Description of event: as usual the surgeon deployed the bag all the way but the metal prongs did not open up and stayed together. This happened again with 2 more cd004 bags on the same procedure (right ovarian cystectomy). Additional information received via phone call from [name] 14.10.2020: [name] confirmed that the customer have thrown away the items. Npr. Please begin evaluation. Additional information received via email from [name] 05.11.2020: I can confirm from the conversation with the surgeon they were exposed inside the patient. Additional information received via email from [name] 06.11.2020: without being in the theatre at that time its hard to say, however based on what the surgeon has said, the metal prongs were exposed and stuck together and bag couldn¿t deploy. Patient status: patient is fine, and completely unaffected. Intervention: product was replaced with another.